Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose level and he was hospitalized several times. The customer's blood glucose level was 600 mg/dl. The customer was using injection to treat high blood glucose level. The insulin pump will not be returned for analysis.